Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The device connects to the ECG lead wire and reports an error during power-on self-test. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Rse informs the user that he should not connect the ECG during self-test because an empty ECG will report an error. After instructing the customer to remove the ECG, the manual self-test is normal. Restarting the device works fine. There is no problem with the device. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device connects to the ECG lead wire and reports an error during power-on selt-test. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.